Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited low amplitude r-waves and triggered an alert for undefined high pacing impedance. The rv lead detections and capture had previously been turned off. The patient experienced syncope/unresponsiveness, possibly due to a ventricular arrhythmia. The rv lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced bradycardia.